Event description:
It was reported that the speed exceeded from its set speed. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A peripheral rotawire guidewire and a peripheral rotalink plus were selected for use. During the procedure, the speed was set to 160 rpm; however, the speed reached up to 163 rpm. Upon exchanging rotawire to another guidewire, it was noted that the 5mm tip of the rotawire broke off and remained distal lad very close to the apex. The physician believe that the tip of the wire was pulled too hard while being taken out of the wire hoop. The procedure proceeded as planned and completed using original method. The fragment was not removed. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.